Manufacturer narrative:
(B)(4). The other additional 2.5 x 15 mm xience sierra stent delivery system is being filed under a separate medwatch report number. Evaluation summary: the device was returned for analysis. The reported kink was able to be confirmed. The reported difficult to position and difficult to remove were able to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the right coronary artery. A 2.5 x 15 mm xience sierra stent delivery system (sds) was used; however, it became stuck with an unspecified guide wire during advancement. Therefore, the devices were removed as a single unit and another 2.5 x 15 mm xience sierra sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initial report, additional information was received. Device analysis of the xience sierra sds revealed that an unknown balance middleweight (bmw) guide wire was returned stuck inside the sds. Therefore, it was determined that the unspecified guide wire noted in the initial case details was an unknown bmw guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: case details (size of bmw guide wire), part #, lot #, expiration date, UDI #, manufacturing date, (B)(4), evaluation summary has been updated to include the lhr and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Subsequent to the initial/final MDR, additional information was received which indicated the unknown balance middleweight (bmw) guide wire returned stuck inside the xience sierra sds was a 3 cm bmw guide wire. No additional information was provided.